Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one single use loading unit. There were no visual or functional abnormalities observed during the product analysis. The sulu containing a full complement of staples. The sulu was applied to the test media with appropriate staple formation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic partial gastrectomy. On the second firing on the stomach, the surgeon attempted to fire the device but could not. The sales rep checked the device and noticed that the cartridge was not fully loaded onto the stapler and the staplers were still in the staple pocket. To complete the procedure, another device was used. No patient injury or extension in surgical time greater than 30 minutes. Patient status is no problem.